Event description:
The customer reported that following a diagnostic catheterization procedure on event date, a vasoseal es was deployed. During the deployment procedure, the physician felt that the dilator and sheath were too deep into the pt's tissue tract. The physician deployed both collagen plugs and the pt experienced a decrease in pulses following the procedure. A vascular ultrasound revealed thready flow through the right femoral artery. One day after event late, the pt underwent a right femoral thrombectomy. Following surgery the pt developed pneumonia and hemoptysis. No further info was available at the time of this report.